Event description:
A patient reported having undergone treatment with silhouette instalift in (B)(6) 2021 (no further information received). On an unspecified date, the patient reported experiencing inflammation (no further information received). The patient has reported having undergone six surgeries and that following assessment by physicians, they are of the opinion that she is not experiencing an infection (no further information received). As of (B)(6) 2022, the patient is continuing to experience swelling. Sinclair are following up for further information.

Manufacturer narrative:
Manufacturer comment: sinclair are following up for the lot number of the product used. The event is not indicative of a product or batch related issue. Other comment: sinclair are following up for further information regarding the event and further details will be provided within a follow up report. Sinclair are reporting this event due to the apparent surgical intervention that the patient has undergone following silhouette instalift treatment.

Event description:
Despite requests, sinclair have not received any further information regarding the event. No photographic confirmation of the symptoms was received.

Manufacturer narrative:
Manufacturer comment: a batch number was not provided; therefore, a batch investigation could not be conducted. There is no indication of a product defect nor a batch related issue. Clinical comment: the patient reported having undergone six surgeries and that following assessment by physicians, they are of the opinion that the patient had not experienced an infection. Despite requests, no further details or clinical reports were received. Other comment: limited information has been provided regarding the patient's event and from the available information, the patient appears to have experienced an inflammatory reaction. The silhouette instalift instructions for use (IFU) lists inflammatory tissue reaction as a potential adverse reaction that can occur post treatment. It is understood that physicians who have reviewed the patient are of the opinion that they had not experienced an infection. (No further details received). The silhouette family risk management file lists the below potential cause of an inflammatory reaction: too superficial placement of the sutures resulting in inflammation. The patient has an underlying medical condition such as an autoimmune disease. The IFU states that patient with an active, or history of autoimmune disease should not undergo treatment. A change in the patient's health status post treatment, resulting in a serious adverse event. Patient reaction, where the patient's immunological response triggers an adverse event. The patient has a history of previous aesthetic treatments/procedures and experiences a secondary reaction post silhouette instalift treatment. The IFU states that although the combination use of silhouette with other aesthetic procedures has been reported in literature, the safety of such combination treatments has not been formally established. Conclusion: due to the limited information received, a definitive root cause cannot be determined.